Event description:
The customer contacted stryker to report that their device will not power on. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device will not power on. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Additional information: a third party service agent evaluated the customer's device and verified the reported issue. The service agent determined that the cause of the reported issue was due to a faulty power module. The customer declined the repair quote they were provided and the device was returned to the customer unrepaired. Corrected data: section d4 catalog # of the initial medwatch report indicates: unk_asean. Section d4 catalog # of the initial medwatch report should have indicated 99507-000012.